Manufacturer narrative:
H2) the system serial number was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported an alleged inaccuracy. This was during a minimally invasive surgery (mis) case. The surgeon placed screws on left side l3 to t10. All accurate. C-arm shots confirmed accuracy. The surgeon placed the spinous process clamp at t9. It was difficult to get it secured correctly. The surgeon used rod measuring tools along the towers of the screws, potential for bump, but nothing obvious. The surgeon placed a screw at t10, but used thoracic probe to check placement. It showed probe hovering 1-2 cm above the bone. Used chickenfoot but had same inaccuracy of 1-2 cm above bone. C-arm shot showed that screw was inaccurate to the same degree as observed with instruments. The surgeon aborted use of the navigation system and used two c-arms to continue with the procedure. This issue occurred intra-operatively and caused a less than one hour delay in the procedure. No known impact to patient outcome..

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version #: 2.1.0, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.